Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 375cc saline breast implant, catalog # 3542660, s/n (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 375cc in 2005. The patient presented with sudden swelling of the right breast implant (late onset 200 ml seroma) in (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants on (B)(6) 2018. Post implantation, the right side device was yellow and the saline in the implant contained a white stringy substance. Per surgeon, the pathology results did not show lymphoma.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 375cc in 2005. The patient presented with sudden swelling of the right breast implant (late onset 200 ml seroma) in (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants on (B)(6) 2018. Post implantation, the right side device was yellow and the saline in the implant contained a white stringy substance. Per surgeon, the pathology results did not show lymphoma. The device was returned to mentor without fluid inside. During examination the device appeared intact. No anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) of lot number 5590417 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).